Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. The patient couldn't remember if the patient line had primed fully. The technical service representative explained the alarm to the patient and advised them to start over with new supplies. The patient understood and was going to start over with new supplies. The troubleshooting could not determine a cause of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.